Manufacturer narrative:
Correction to g2 to add the foreign country austria. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be identified. While the cable's insulation was slightly cut, the defect is not considered severe enough to cause a potential adverse event. The event of no image could not be reproduced by the evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). Device inspection could not confirmed the reported issue. The customer is informed to check their video processor for possible defects. The device camera cable was checked for cable breaks and no failure found. The insulation was found slightly cut however, the leak testing passed. Evaluation findings could not confirm the reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported no image on the device. The issue found during a holmium laser enucleation of the prostate which was successfully completed with another device. There was no patient harm or injury reported due the event. No user injury reported.